Event description:
Philips received a complaint on the heartstart mrx device indicating that the device does not pass testing. The device was evaluated by a philips rse and it was determined that the customer had performed testing without the test plug. The customer was instructed to run the test with the test plug, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.